Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patients left hip was revised because the cup screw was initially placed too deep and surgeon felt he needed to revise it. He removed the original components and implanted then back. Original surgery was done, just a few days prior.